Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information will not be made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
The 1/8 drill with stop broke while drilling femur sizing guide. Broken piece retrieved. No negative consequence to patient.

Manufacturer narrative:
An event regarding crack/fracture involving a 1/8¿ peg drill was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: not performed as no medical records were provided. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been other events found for this lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
The 1/8 drill with stop broke while drilling femur sizing guide. Broken piece retrieved. No negative consequence to patient.